Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Examination of the provided x-ray images confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had hip done approx 6 years ago out of state. Playing tennis heard a crack/grinding sound. Was taken to surgery and head/ liner were exchanged. There was some head striping noted on the ceramic head. No lot #'s were able to be located during the revision due to damage was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes.